Manufacturer narrative:
(B)(4).

Event description:
The consumer reported via the manufacturer representative that they were overdischarged. The patient reported that the system was not working and he couldn't connect. It was confirmed that it was off. The antenna locate feature was used and they were able to connect to the implant and charge to 25%. The power on reset code was cleared and the patient felt stimulation. The issue was resolved at the time of the report. Further information received from the representative reported that the patient was charging too often. The patient was charging once a week and now was charging every three days. Damage had been done to the implant after the overdischarge, but it was unclear how much damage. Additional information received from the representative reported that the patient was seen at the clinic to clear the power on reset. The patient was wondering if something was wrong with the battery. The patient had a lack of therapy which was a problem as he used it constantly. The patient was put on cycling to try and increase the charging frequency. T he programming was left as is as the patient stated it was the only program that helped him. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.